Event description:
On 08/10/1998 following a diagnostic procedure, an angio-seal device was placed in a patient's right groin. Hemostasis was not achieved with the device, therefore manual pressure was held for approximately fifteen (15) minutes with control of the bleeding. Approximately twenty (20) minutes following device deployment the patient's foot was noted to be cold and mottled, and his pulses detectable by doppler only (patient had had 2+ pulses prior to procedure). A surgical consult was obtained which found diminished perfusion of the right foot and evidence of thrombus or occlusion of the right femoral artery. The patient was taken to surgery where part of the collagen was identified as having been deployed within the artery. Thrombus formation was noted around the anchor and collagen, and a thrombectomy was therefore performed. As of 09/04/1998 there has been no further report to the manufacturer of complication or patient sequelae.